Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to pain. A poly and head swap were performed. Update based on receipt of medical records: "painful right total hip arthroplasty with osteolysis and polyethylene wear."

Event description:
It was reported that patient's right hip was revised due to pain. A poly and head swap were performed. Update based on receipt of medical records: "painful right total hip arthroplasty with osteolysis and polyethylene wear".

Manufacturer narrative:
An event regarding osteolysis involving an unknown liner was reported. The event was confirmed through clinician review of the medical records provided. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. No photographs were provided for review. -clinician review: a review of the provided medical records by a clinical consultant indicated: after more than twenty years in situ, some poly wear in the poly available at that time is not unexpected. While no loosening of the stem or cup was seen, osteolysis and synovitis were implicated as the source of pain. There is no evidence of faulty manufacturing or materials being responsible for this late clinical situation. -product history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusion: a review of the provided medical records by a clinical consultant indicated: after more than twenty years in situ, some poly wear in the poly available at that time is not unexpected. While no loosening of the stem or cup was seen, osteolysis and synovitis were implicated as the source of pain. There is no evidence of faulty manufacturing or materials being responsible for this late clinical situation. The exact cause of the event cannot be determined as insufficient information was provided. Further information such as product identification and return of the device for evaluation is required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.